Event description:
Allergan's medical safety physician reviewed the case and it has been determined that there is no presumed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
H11 - corrected data: b5(adverse event) h6, and h10. Allergan's medical safety physician reviewed the case and it has been determined that there is no presumed paradoxical adipose hyperplasia (pah).

Event description:
Allergan aesthetics received an additional report of a patient treated with coolsculpting elite to the mid abdomen on (B)(6) 2023, and (B)(6) 2024 with coolsculpting elite curve 150 (c150) applicator has developed paradoxical hyperplasia (ph). Diagnosed on (B)(6) 2024 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Correction: d1 - brand name, a3b, and a5. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the upper and low abdomen, flanks on (B)(6) 2022, and (B)(6) 2023 with coolsculpting elite curve 120, curve 150 has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Event description:
Allergan aesthetics received a report of a patient treated the upper and low abdomen, flanks on (B)(6) 2022, (B)(6) 2023, and (B)(6) 2023 with coolsculpting elite curve 120, curve 150 has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
Correction: correction to g.3. Aware date of supplemental medwatch # 3007215625-2023-00746-03. Aware date should have been listed as 10/18/2024. Paradoxical adipose hyperplasia (ph) is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, ph is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the upper and low abdomen, flanks on (B)(6) 2022, (B)(6) 2023, and (B)(6) 2023 with coolsculpting elite curve 120, curve 150 has developed paradoxical hyperplasia (pah/ph). Diagnosed on (B)(6) 2023 with paradoxical adipose hyperplasia (pah) by medical professional.

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.